Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 a patient (pt) reported by e-mail that he/she developed an ¿eye infection¿ while wearing the acuve2 brand contact lens. On (B)(6) 2016 a call was received from the pt. The pt reported that he/she ¿slept in the lens and caused his/her own eye infection.¿ the pt also reported that he/she ¿developed an allergy to the product.¿ the pt reported that he/she ¿could not recall a diagnosis, but stated that he/she was prescribed a steroid eye drop; no antibiotic.¿ the pt also reported that he/she discarded the suspect product. The pt reported that at the time of the event he/she experienced ¿very red eyes and couldn¿t see clearly.¿ on (B)(6) 2016 a call was placed to the pt¿s treating eye care professional (ecp) and additional information was obtained from a representative at the ecp¿s office as follows: the representative reported that the pt was treated for an od corneal abscess on (B)(6) 2009. The representative reported that at the time of the event the ecp thought that the suspect product was acuvue2 brand. The ecp reported that the ¿pt was over wearing but they were never sure as the pt was transitioned into 1 day acuvue lenses at that time.¿ the representative reported that the pt was treated with predforte 1 drop qid x 2 days and azasite 1 drop daily. On (B)(6) 2009 the pt was seen for a fu appointment, the pt was improving and predforte was changed to bid. The representative reported that ¿the pt stopped the meds on her own.¿ the representative reported that the ¿pt had been sleeping in the lenses¿ and the pt was switched to daily lenses. The representative reported that the pt was last seen in 2011. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.